Event description:
The customer returned the gastrointestinal videoscope for a communicate error with a blackout. The malfunctions were not reportable. During the device evaluation by olympus, the following reportable malfunction was identified: e216 error.

Manufacturer narrative:
The cause of the e216 error and foggy image was due to an electrical component failure, specifically the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.